Manufacturer narrative:
The femoral stem subsidence was most likely due to an undersize stem implanted during the initial surgery. A revision surgery was performed to implant a larger sized stem. Undersized stem prevented the stem from wedging into the bone to provide initial mechanical fixation. Probable cause of the event is surgeon implanting undersize stem.

Event description:
Patient was seen for thigh pain at two and four week postop. Stem had subsided into varus. Revised surgery performed to a larger sized primary stem.